Event description:
Information received indicates that during a medical conference, the surgeon presented a case describing a pseudoaneurysm event two years post-implant. The hcp suggested the event may be related to the pt's condition and noted the original valve replacement in 2002 was due to an aneurysm in the pt's native aorta.